Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose. The blood glucose at the time of the incident was 25 mmol/l and the current blood glucose was 17.5 mmol/l. The customer was not using auto mode function at the time of the event. Based on customer report customer does not allege pump was under delivering. The customer treated high blood glucose with bolus. The insulin pump will not be returned for analysis.